Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was fractured approximately 5.0 cm and 59.0 cm from the proximal end and the pull wire was completely retracted out of the distal detachment tip (ddt). The embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned pc400 revealed that a kinked and fractured pusher assembly. If the device was forcefully advanced against resistance, damage such as this may occur. Further evaluation of the returned pc400 revealed that the embolization coil detached from its pusher assembly. If the two fractured segments of the pusher assembly are separated, the pull wire will likely be retracted out of the pusher assembly distal detachment tip (ddt), resulting in the embolization coil detaching from its pusher assembly. The px slim identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coils 400s (pc400s). During the procedure, while attempting to advance a pc400 through the px slim delivery microcatheter (px slim), it unintentionally detached inside of the microcatheter. Therefore, the physician removed the px slim containing the pc400 and successfully flushed out the coil. The procedure was completed using a new pc400 with the same microcatheter. There was no report of an adverse effect to the patient.